Event description:
It was reported that the ventilator's air gas module was found defective. There was no patient harm. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator's air gas module was found defective. The ventilator was investigated on site by our field service engineer. According to service report the a sporadic 02 fluctuations was detected. Issue solved by replacing the o2 sensor and air gas module. However, despite several reminders, no part returned for investigation. Moreover, device logs were not provided. Therefore, no root cause can be established. The air and o2 gas modules regulate the inspiratory gas flow and gas mixture. The faulty gas module may lead to stop of ventilation, low o2 or high pressure. The o2 sensor is a measuring device for the inspired oxygen concentration, using ultrasound technique with two ultrasonic transducers/receivers. The sound velocity in oxygen is lower than in air. By measuring the sound velocity in a binary gas mix where the two gases air and oxygen are known, the ratio between the gases can be calculated, giving the o2 concentration. The technical function of the o2 sensor is similar to the one in the expiratory cassette. One transducer transmits an ultrasonic pulse through the gas and the other transducer receives the pulse. The measured time difference between the transmission and the reception of the pulse is used for calculating the sound velocity. The calculated sound velocity is then used for calculating the o2 concentration. A temperature sensor inside the o2 sensor measures the gas temperature and this measurement is used when calculating the o2 concentration.